Manufacturer narrative:
The device evaluation and repair was not yet performed. (B)(4).

Event description:
It was reported by a customer in the USA that an 840 ventilator had a graphic user interface (gui) touch screen failure. There was no patient involvement.